Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is based on the customer's report of "about 20 days ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a "signal loss" and was unable to receive glucose alarms. As a result, the customer reported "dizziness and paleness" and was unable to self-treat, requiring treatment of glucagon by third-party. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc application in use with a sam-(B)(6) phone with android 13 operating system. Customer experienced a signal loss and was unable to obtain readings. As a result, customer was not alerted of changes in glucose level and the customer reported "dizziness and paleness" and was unable to self-treat, requiring treatment of glucagon by third-party. There was no report of death or permanent injury associated with this event. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23.

Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application (sam-(B)(6)) with the android 13 os where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. All pertinent information available to abbott diabetes care has been submitted.